Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was no problem in the image quality and white screen image. It is possible that the light guide cable was not plugged in and led to the phenomenon. The root cause of no image could not be identified. Additionally, it is likely as a result of troubleshooting, approximately 10 minutes delay occurred; however, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was a diagnostic laryngoscopy. No other devices involved in the event.

Event description:
The customer reported to olympus that the video system center had e300 error code and white screen image. The notch on the connector was not activating. The issue was found during inspection before use. Anesthesia had not started. There was a 10-minute delay as the patient had to be moved to a different room. The diagnostic laryngoscopy procedure was completed using a different scope tower. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated by olympus. The reported e300 error and "notch on connector not activating" were confirmed due to the light guide cable not being plugged in. The white screen image was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.